Event description:
The end user reported upon arriving on scene to transport a critical patient, the crew was unable to get the stretcher to work and realized the battery was dead. They replaced it with a back up battery but it was only charged to 25% and would not allow the stretcher to connect with the fastening system. A back up ambulance was dispatched to complete the patient transport. It was not reported if they attempted to transition to manual operation of the stretcher and fastening system. The reported incident did result in a delay of patient transport; however, there have been no reports or allegation of adverse health consequences to the patient as a result of the delay.